Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause is undetermined. Rationale: no sample, lot, or batch provided. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd prefilled syringe experienced the tip/luer of syringe broke off during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per attached email and excel file states: hub of saline flush broke off and stuff in med line tubing.